Manufacturer narrative:
A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the retaining sleeve has peeling distal threads. The matrix retaining sleeve (03.632.036) is one of ten (10) holdings sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned instrument was examined and the complaint condition was able to be confirmed as the threaded tip was found to be peeling but intact. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and no complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by the reporter. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery the surgeon discovered that the matrix retaining sleeve was broken. The nurse had loaded the screw into the screwdriver and sleeve and once the surgeon started to insert the pedicle screw, the screw moved from the screwdriver. During 3d head insertion to the bone screw of matrix construct; the inner part of the positioning instrument fell out into the patient's wound. The component was removed and the patient reportedly is fine. Another retaining sleeve was used to complete the procedure. There was a 30 minute surgical delay due to the reported event. This report is 1 of 1 for (B)(4).